Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the branch of the scissors broke and fell into the patient. The broken pieces were able to be removed from the patients abdomen without any problem. The procedure took a few minutes longer due to the event. The intended procedure was completed with no patient harm or injury reported. No user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The complaint was confirmed upon evaluation of the returned device. One jaw ("branch") has detached from the distal end. The detached jaw was not returned to olympus. Under magnification the broken jaw leg was inspected, fracture occurred at the transition point between the leg and the jaw. A significant drop in cross sectional area occurs at this point and induced stresses are commonly concentrated at this location. The detached jaw was not returned and therefore a definitive root cause cannot be determined. However fracture in this location is generally a result of excessive stress to the jaw either through manual manipulation, improper grasping or deformation as a result of using the device to leverage tissue during surgery. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if using the forceps jaws and shaft of the instrument to leverage tissue, ensure the forceps jaws are closed to prevent deformation of the forceps jaws. Do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated. Olympus will continue to monitor complaints for this device.